Event description:
It was reported that a user experienced a low blood glucose while using the ilet after a factory reset, with a contemporaneous fingerstick of 50 mg/dl and ilet reading of 40 mg/dl; the user had consumed approximately 20 grams of carbohydrates about 30 minutes prior, and glucose subsequently increased to 74 mg/dl after a few minutes. Symptoms included hypoglycemia. Outcomes included successful self-treatment with oral carbohydrates and no hospitalization. Investigation included troubleshooting and education by customer support with transfer to a clinician for further guidance and assignment of additional training. Investigation of this case revealed no device malfunction identified at the time of contact, and the event was associated with the device adapting to the user following a factory reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.